Manufacturer narrative:
A product evaluation & invest. Summary was performed. The investigation of the complaint articles indicates that the: the axial reducer- long (03.616.063) is part of the matrix-mis. Matrix mis is an instrument set designed for insertion of cannulated matrix pedicle screws and rods through a percutaneous or mini-open muscle sparing approach. The axial reducer is used during the optional rod reduction technique. The instrument mates with matrix-mis tissue retractor and provides a means of reducing a rod into a matrix implant via a threaded mechanism that has a common axis with the matrix implant (technique guide- 036.001.190). The complaint description stated that plastic threading within the housing of both reducers became bound and broke during surgery. The broken pieces were retrieved and were returned along with the instrument. The matrix mis system consists of two axial reducers namely 03.616.054 and 03.616.063. An exact cause for the complaint could not be determined. The breakage most likely occurred due to excessive force being used. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: august 07, 2012. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using two axial reducers to reduce the patient's spondylolisthesis, the reducers would not successfully engage the screw head. The surgeon attempted using more force to ensure the reducers would engage the screw head and perform the reduction maneuver. During this attempt, the plastic threading within the housing of both instruments became bound and broke when further reduction was attempted. The broken pieces were retrieved and the surgery was successfully completed with no harm to the patient and incurring a ten minute delay to surgery. Concomitant device reported: screw (part unknown, lot unknown, quantity unknown). This is report 2 of 2 for (B)(4).